Manufacturer narrative:
H4: the device was manufactured from august 27, 2019 - august 28, 2019. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported thirteen (13) large volume folfusors under infused during five (5) patient infusions. After the expected therapy time of 24 hours an unknown volume remained in the device. The devices were either filled with either tazocin or flucloxacillin. There was no report of patient injury or medical intervention associated with this event. No additional information is available.